Manufacturer narrative:
The suspect vertek arm was returned to the manufacturer for evaluation. Testing found that neither end of the arm would lock when the handle was tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the vertek arm would no longer tighten. There was no patient present when this issue was identified. No additional information was provided.